Event description:
Boston scientific rec'd info that this left ventricular (lv) epicardial lead was part of a system revision due to infection. The lead was capped and surgically abandoned. There were no add'l adverse effects reported.

Manufacturer narrative:
Review of mfg records was performed. Review and confirmation of mfg records was performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.